Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. The device history record for the reported lot number, m7214l613, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. All information reasonably known as of 03-may-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that a flex connector came away from the suction catheter during the suctioning process. The suction catheter was immediately replaced with no impact on the patient.

Manufacturer narrative:
Halyard health received one (1) sample that was not returned with the original packaging. The returned double swivel elbow (dse) and flex connector (mating component) were examined. There were no visible damages to the manifold, male insert however, the flex connector component exhibited a slight flaring on the tip of the 15mm side flex. The small end of the flex connector (15mm) was attached to the male insert of the dse. Resistance was felt just above the medial point of the insert. A certified ruler was placed next to the mated components. The distance between the leading edge of the flex connector and the top of the dse flange was 1mm. The flex connector was rotated, the dse male insert did not rotate with the flex connector. A loose connection was observed. The root cause is associated with a manufacturing related issue. All information reasonably known as of 03-jul-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).